Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pumps were under infusing. The devices were programmed to deliver in an hour and were taking an hour and a half or more. It was also reported that the customer biomedical department had not completed any testing on the devices. There was no known patient injury or medical intervention associated with this event. No additional information is available.